Manufacturer narrative:
The customer reported that there was a patient death because of the ongoing signal loss issues they have been experiencing. They stated it occurred today at 14:09, and that they were able to see the patient waveforms at 13:00, but at 13:07 the central nurse's station (cns) showed signal loss. It showed signal loss from 13:07 to 14:09. At 14:09. They stated that the patient coded, and they discovered that the patient had passed away. They said that this signal loss issue has been ongoing this entire year. This signal loss issue can last up to 3 to 4 hours on the tiles. They said multiple nihon kohden employees have visited the site and have not been able to solve the signal loss issue. Nihon kohden is actively trying to resolve this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: lot number & expiration. Device bla. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter: model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4). Model: zm-531ra. Sn: (B)(4).

Event description:
The customer reported that there was a patient death because of the ongoing signal loss issues they have been experiencing. They stated it occurred today at 14:09, and that they were able to see the patient waveforms at 13:00, but at 13:07 the central nurse's station (cns) showed signal loss. It showed signal loss from 13:07 to 14:09. At 14:09. They stated that the patient coded, and they discovered that the patient had passed away. They said that this signal loss issue has been ongoing this entire year. This signal loss issue can last up to 3 to 4 hours on the tiles. They said multiple nihon kohden employees have visited the site and have not been able to solve the signal loss issue. Nihon kohden is actively trying to resolve this issue.

Manufacturer narrative:
Details of the complaint: incident summary: on (B)(6) 2020 customer reported they were experiencing on-going signal loss. In this incident, clinician was able to see patient's waveforms at 13:00. At 13:07, clinician see signal loss message on the screen. Signal loss message continued to display until 14:09. At 14:09 "patient coded" and customer discovered patient had passed away. Signal loss was not isolated to one transmitter, but across multiple tele devices and was reported occurring "this entire year" (2020). The issue is also affecting multiple org receivers. General schematic: up to 8 zm telemetry transmitters > multiple patient receiver (org) > central nurse's station (cns) patient death occurred on zm-531pa sn (B)(6) and was returned for evaluation. The cns was not returned for evaluation. Investigation conclusion: concomitant devices: cns1960 ip: 172.28.65.17 subnet: 255.255.255.0 gateway: 172.28.65.1 org 01749 ip: 172.28.65.65 subnet: 255.255.255.0 gateway: 172.28.65.1 group: tele-1 org-9110a s/n (B)(6) version 0401 revision aj. Evaluation of zm-531pa sn (B)(6): the evaluation indicates the unit had physical damage: there was a hairline cracked on the rear case, the belt of battery door cover was broken, and battery contact was corroded (see pictures below). All vital signs are displayed correctly on the lcd screen and on the cns. Transmitter is functioning correctly - the reported signal loss issue could not be duplicated. Per investigation, the cns logs were reviewed, there was a log of advisory alarm for signal loss and electrode off and found that not only cns41960 but also other cnss have similar logs. Do you have any devices other than nkc products connected to the network? Please check the installation environment. 2020/11/29,14:11:49,"bed,tele 38,patient,,priority,advisory,msg,signal loss,,starttime,14:11:47,endtime,14:11:47," 2020/11/29,14:11:47,"bed,tele 38,patient,,priority,advisory,msg,electrode off,,starttime,14:10:37,endtime,14:11:46," 2020/11/29,14:10:36,"bed,tele 38,patient,,priority,advisory,msg,signal loss,,starttime,14:10:34,endtime,14:10:34," 2020/11/29,14:10:35,"bed,tele 38,patient,,priority,advisory,msg,electrode off,,starttime,14:10:20,endtime,14:10:33," 2020/11/29,14:10:19,"bed,tele 38,patient,,priority,advisory,msg,signal loss,,starttime,14:10:12,endtime,14:10:18," 2020/11/29,14:10:12,"bed,tele 38,patient,,priority,advisory,msg,electrode off,,starttime,14:10:11,endtime,14:10:11," 2020/11/29,14:10:11,"bed,tele 38,patient,,priority,advisory,msg,signal loss,,starttime,14:09:57,endtime,14:10:10," 2020/11/29,14:09:57,"bed,tele 38,patient,,priority,advisory,msg,electrode off,,starttime,14:09:01,endtime,14:09:55," 2020/11/29,14:09:02,"bed,tele 38,patient,,priority,advisory,msg,signal loss,,starttime,14:08:59,endtime,14:09:00," 2020/11/29,14:08:59,"bed,tele 38,patient,,priority,advisory,msg,electrode off,,starttime,14:08:52,endtime,14:08:58," 2020/11/29,14:08:52,"bed,tele 38,patient,,priority,advisory,msg,signal loss,,starttime,14:08:49,endtime,14:08:51," 2020/11/29,14:08:49,"bed,tele 38,patient,,priority,advisory,msg,electrode off,,starttime,14:08:43,endtime,14:08:48," 2020/11/29,14:08:43,"bed,tele 38,patient,,priority,advisory,msg,signal loss,,starttime,14:08:41,endtime,14:08:42," 2020/11/29,14:08:41,"bed,tele 38,patient,,priority,advisory,msg,electrode off,,starttime,14:08:11,endtime,14:08:40," 2020/11/29,14:08:11,"bed,tele 38,patient,,priority,advisory,msg,signal loss,,starttime,14:08:00,endtime,14:08:10," 2020/11/29,14:08:00,"bed,tele 38,patient,,priority,advisory,msg,electrode off,,starttime,14:05:39,endtime,14:07:59," 2020/11/29,14:05:40,"bed,tele 38,patient,,priority,advisory,msg,signal loss,,starttime,14:05:38,endtime,14:05:38," 2020/11/29,14:05:39,"bed,tele 38,patient,,priority,advisory,msg,electrode off,,starttime,14:04:48,endtime,14:05:37," 2020/11/29,14:04:49,"bed,tele 38,patient,,priority,advisory,msg,signal loss,,starttime,14:04:47,endtime,14:04:47," 2020/11/29,14:04:48,"bed,tele 38,patient,,priority,advisory,msg,electrode off,,starttime,14:01:59,endtime,14:04 " figure 1. Hairline cracks figure 2. Transmitter display figure 3. Cns display based on the information provided, nkc engineer concluded as follows: "the following are possible causes of signal loss. 1.antenna system problem 2.failure of org (including zr) if there is a device that is frequently experiencing signal loss, please pull up the device and check it. Also, since the problem is occurring on multiple devices, it may be a problem with the antenna system. Please check the signal strength and improve it." Root cause analysis: in the zm telemetry system, patient is connected to the portable zm transmitter. Patient is able to be mobile while being wirelessly connected and monitored by the clinical staff via org receiver. The org receiver connects directly to the central monitor through the wired network. Signal loss message indicates weak or no signal between the zm and the org. Since the transmitter serial # (B)(6) was found to be working as intended by nihon kohden, and the issue was not isolated to this particular serial number, the transmitter serial # (B)(6) was not a cause of the signal loss. Org-9110a s/n (B)(6) has software version 0401 revision aj which has no known communication issue. And considering that the signal loss was observed across multiple org devices, serial # (B)(6) was not a cause of the signal loss. Cns 6201 s/n (B)(6) displayed signal loss message; however, the issue was not isolated to this serial number. Other cns devices were displaying similar signal loss message. The cns was not a cause of the signal loss. The one factor that has not been ruled out as a potential cause was the antenna system. There is no information available to confirm if the antenna system is a contributing factor. After customer reported additional signal loss on 1/15/2021 under this complaint, there are no other subsequent reports. The issue has not reoccurred. The investigation found that zm telemeter, org receiver, cns monitor were working as intended. The signal loss advisory message serves to inform clinician of the attention required. This message was displayed from 13:07 up to the time patient coded at 14:09. Thus, the signal loss event did not contribute to the cause of patient death. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6). Model: zm-531ra sn: (B)(6).

Event description:
The customer reported that there was a patient death because of the ongoing signal loss issues they have been experiencing. They stated it occurred today at 14:09, and that they were able to see the patient waveforms at 13:00, but at 13:07 the central nurse's station (cns) showed signal loss. It showed signal loss from 13:07 to 14:09. At 14:09. They stated that the patient coded, and they discovered that the patient had passed away. They said that this signal loss issue has been ongoing this entire year. This signal loss issue can last up to 3 to 4 hours on the tiles. They said multiple nihon kohden employees have visited the site and have not been able to solve the signal loss issue. Nihon kohden is actively trying to resolve this issue.